Event description:
My daughter has been using a bedwetting alarm for several months now but she has not shown any signs of improvement. I have purchased a different brand to replace what we have at the recommendation of a family friend. The new alarm is malem brand. It is giving us nothing but trouble. We are unable to use it once we have connected the sensor. The alarm is vibrating non-stop and the back side casing of the alarm is getting hot within a few minutes. How is this possible? All I do is connect the sensor and the vibration starts with no sign of stopping. The heat is considerable from the alarm and this is not possible to use on anyone, let alone a child who is just (B)(6). Appears to be highly defective and dangerous to use.